Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent surgical intervention for an elective device replacement procedure. During the procedure, this right atrial (ra) lead was unintentionally damaged by the physician while using laser extraction to remove the chronic right ventricular (rv) lead. No adverse patient effects were reported.